Manufacturer narrative:
The lot number is unknown.

Event description:
Information was received indicating that a smiths cadd extension set leaked at the height of the filter of the tubing. There was no reported injury to the patient.